Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch namely top assembly batch #7006121 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.

Event description:
Clinical trial: same case as MFR# 6000089-2007-00354. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the distal left anterior descending (lad) artery. The lesion was 2.75 mm wide, 28 mm long, and 100% stenosed. There was mild calcification. The physician predilated the lesion prior to placing a 2.75 x 32 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the mid lad. The lesion was 3 mm wide, 8 mm long, and 100% stenosed. There was mild calcification. The physician predilated the lesion prior to placing a 3.0 x 16 mm taxus express2 stent, which overlapped by 2 mm. Residual stenosis was 0%. The patient received a gpiib/iiia inhibitor, aspirin and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. 507 days later, the patient had the tvr due to focal in-stent restenosis in the proximal lad. A taxus express2 was placed. The patient was discharged one day later. Physician noted that the relationship to taxus stent was "probable."